Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant result with another rapid antigen test. Customer communicated the quidel qv result was negative and another rapid antigen test was positive (when testing 5 days prior). Testing with the other brand of rapid antigen now produces a negative result (matches quidel qv). No confirmation testing was performed and symptomatic status is unknown.